Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that when cgm had alerted him of his high glucose levels he made therapeutic adjustments based only on his cgm value of approximately 250 mg/dl, which is a practice against cgm's user's guide recommendations. Patient lost consciousness and suffered a seizure. He fell, dislocated his shoulder and got a rug burn on his forehead and nose. Patient claims that at the hospital where he was treated his bg was measured at 30 mg/dl while his cgm was reading 150 mg/dl. At the time of his call to dexcom technical support, patient was doing better but still felt some pain in his shoulder.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.